Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead warning was triggered and there was lead noise on the right ventricular (rv) lead. It was found that the lead warning was due to t-wave oversensing causing high rate non-sustained episodes and sensing integrity counter (sic) elevations to be recorded. Since the patient recently had a mitral clip procedure a chest x-ray was done to check rv lead placement which noted the lead present in right ventricular (rv). No further actions were taken and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant the right ventricular (rv) lead¿s threshold was high at 3.5 volts. No known actions were taken and the lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.